Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-00253.

Event description:
The patient was undergoing a thrombectomy procedure in a saphenous vein graft (svg) using an indigo system catrx aspiration catheter (catrx) and a non-penumbra guide catheter. During the procedure, the physician encountered resistance while introducing a catrx into the guide catheter before any passes were made. Subsequently, the catrx became ovalized. Therefore, the catrx was removed and was not used in the procedure. Next, another catrx was opened and advanced into the same guide catheter and the same issue occurred. Therefore, this catrx was no longer used in the procedure. The procedure was completed using a non-penumbra catheter with the same guide catheter. There was no report of an adverse effect to the patient.